Event description:
It was reported that a user in the first two weeks on the ilet experienced additional low blood glucose events and reached a blood glucose of 54 mg/dl while reportedly overtreating hypoglycemia, and the user was transferred for additional training. Symptoms included an asymptomatic low blood glucose event. Outcomes included the need for urgent low glucose support and assignment for additional training, with no hospitalization reported. Investigation included clinical review and user education to address hypoglycemia management and device use. Investigation of this case revealed no device malfunction and suggested user management factors, specifically overtreatment of hypoglycemia, as the primary contributor. It was concluded, based on previously established findings for similar reports, that the cause was use error related to hypoglycemia treatment behavior.